Manufacturer narrative:
Based on the following information, the patient¿s direct cause of death was "cervical cancer." There is no evidence or allegation that an isi device caused or contributed to an adverse event or that an isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. There is also no indication that a da vinci system, instrument, or accessory was not used as intended. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. An isi internal medical safety officer provided the following after reviewing the case information: based upon the information in the description of events, the patient expired due to a recurrence of her cervical cancer. During the primary procedure on (B)(6) 2017, the patient underwent a da vinci-assisted hysterectomy. The primary procedure was complicated by adhesions and an injury to the inferior vena cava. The information in the description of events is not adequate to determine the root cause of the injuries. The extent to which both surgical complications and the da vinci system during the primary procedure on (B)(6) 2017 may have contributed in the patient¿s cervical cancer recurrence is unknown. This complaint is being reported due to the following conclusion: while the patient ultimately succumbed to cervical cancer on (B)(6) 2019 and the patient death was noted to be unrelated to the da vinci surgical system, instruments, or accessories that were used during a da vinci-assisted gynecology surgical procedure that was performed on the patient on (B)(6) 2017, the operation report did note intraoperative and postoperative complications. While there were no reports of a malfunction of the da vinci system, instruments, or accessories during the procedure, the root cause of the reported complications remains unknown.

Event description:
It was reported that after undergoing a da vinci-assisted hysterectomy procedure on (B)(6) 2017, the patient had a recurrence of cervical cancer and subsequently expired on (B)(6) 2019. According to the physician, the post-operative pathology showed pelvic lymph node metastasis and there was a high risk of recurrence. The surgeon further commented that it is considered that the patient¿s general condition became poor due to pelvic recurrence and multiple lung metastases resulting in death. An autopsy was not performed. The surgeon does not believe the da vinci surgical system caused or contributed to the patient¿s death. Per the initial reporter, the doctor indicated that the relationship with the robotic equipment is "unrelated." Intuitive surgical, inc. (Isi) was provided with the operative report and death certificate. Per the operative report, the following was noted: "the doctor expanded the left and right vaginal cavity and treated the anterior layer of the vesicouterine ligament while visually checking the ureter at the bladder side. On the left side, the bladder was lifted and it strongly adhered to the uterus while the uterus, bladder, and ureter were dissected, and a part of the ureteral stent was exposed during dissection (roughly 1/3 of the total length). #4-0 prolene was used to suture the ureter with three stitches and suture the upper tissue for reinforcement." At another point during surgery, hemorrhaging was observed during dissection of lymph nodes "from the inferior vena cava under the area where the left ovarian vein of the left renal vein flowed in." The bleeding was stopped by applying pressure with trox gauze. In one other instance while "dissecting the left side of the abdominal aorta, there was a hemorrhage from the vessel running from the near the renal artery to the body's posterior side. " the surgeon controlled the bleeding with a vaio. There were no reports of any malfunction of the da vinci system, instruments, or accessories during the surgical procedure which was completed. The following was also noted, "after extubation, the patient had difficulty breathing. Subcutaneous emphysema was observed from the precordium, abdomen, femur and neck. Although the patient did not experience oxygen desaturation, her respiratory status was checked after returning to the ward as her poor condition was clearly recognized." From may 2018 through september 2019, multiple computed tomography¿s (CT¿s) were performed for recurrence of cervical cancer and a pulmonary metastatic tumor. Per the patient¿s death certificate, the direct cause of death was "cervical cancer."